Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer's blood glucose level was 44 mg/dl and sensor glucose reading was 169 mg/dl. Customer ate a pancake with blueberries to bring it up. Differences between sensor glucose and blood glucose readings are not within an acceptable range. Customer is going to change out the sensor and infusion set. Customer stated that she has night time issues and the pump is alarming with low blood glucose levels. Customer does not know why her blood glucose level was low. Customer was giving insulin based on the sensor. Customer will call back for possible troubleshooting. No further assistance needed.